Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed less than 2/3 of the way when the valve dislodged and was left in the descending aorta. A second transcatheter bioprosthetic valve was implanted in the annulus successfully. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore, no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.